Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The patient was a 50-year-old male who presented after out-of-hospital cardiac arrest with an estimated 30¿40 minutes of downtime. Initial rhythm was ventricular tachycardia requiring cardioversion. He arrived intubated, in cardiogenic shock, with a lactate of 7.3 mmol/l. Left heart catheterization revealed severe multivessel coronary artery disease. Given severe cardiogenic shock and elevated left ventricular end-diastolic pressure (23 mmhg), an impella cp was placed via the right femoral artery without procedural complication. Within the first 24 hours of support, clinical indicators of hemolysis emerged, including: red-tinged urine, ldh elevation to ~1800 u/l, ast/alt elevation. Transient reduction in urine output with subsequent renal injury (creatinine peaked at 3.07 mg/dl) was noted, requiring continuous renal replacement therapy. The patient also had intermittent suction events associated with coughing, hypotension, and low filling pressures. Nursing staff responded by lowering support from p9 to p7 and titrating vasopressors. No device alarms were reported. Stable positioning was again confirmed and reported impella flows were consistent with expected performance. Groin access site remained soft, clean, dry, and intact throughout support. Doppler pulses were maintained. Patient did not tolerate wean attempts. Neuro status was unclear. Discussion with family about therapy continuation was initiated and the patient ultimately expired on support. Due to the poor prognosis, the decision was made to withdraw care and the patient expired. Based on the clinical information available, the impella cp will be coded for hemolysis and conservatively coded for renal injury and death, while the latter was most likely to be caused by the underlying disease and unrelated to impella. Based on the clinical documentation, the hemolysis observed in this patient is most consistent with known risks associated with impella use in the setting of severe cardiogenic shock, including high support levels and critical illness with multiorgan dysfunction. Multiple echocardiograms confirmed correct positioning, and nursing documentation reports no impella alarms or mechanical issues. Hemolysis and renal injury was therefore likely secondary to patient condition and hemodynamic instability. Based on the available clinical information, the patient¿s death appears to be related to the severity of the underlying illness, refractory cardiogenic shock, and multiorgan failure rather than device-related.

Manufacturer narrative:
Additional information has been provided in b5.

Event description:
Additional information indicates "this patient was weaned off device, it was removed".

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.